Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer controller on 2.1 was causing the station to power bar. The field service engineer (fse) the replaced the sub drawer controller to resolve the issue. The system functioned as intended after the field service engineer (fse) had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary machine went black. Customer stated that all devices were disconnected and power cycled. Disconnecting the aux had allowed the machine to power on. The issue was narrowed down to drawer 2.1 and 2.2 on the aux device. The machine was functioning afterward, except those two drawers were not accessible as they remained unplugged. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.